Event description:
Boston scientific received information that one week post implant, this atrial lead exhibited loss of capture, increased thresholds, and decreased p-waves. Approximately three weeks later, the atrial lead was confirmed to have dislodged. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects reported.

Manufacturer narrative:
The atrial lead was removed and successfully replaced. The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.